Manufacturer narrative:
Customer report of stenosis could be confirmed. Host tissue fused leaflets 1 and 3, leaflets 1 and 2, and leaflets 2 and 3. Minimal to heavy host tissue overgrowth encroached onto the valve. Host tissue was minimal at the stent inflow and heavy at the stent outflow. Minimal to moderate calcification was observed on the leaflets. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. Thrombus was observed on leaflet 1. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Multiple attempts to receive further information regarding this event and device have been made; however, no additional information was obtained and the explant device was not returned to edwards. There was no indication of a quality deficiency of the device; however, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if further information becomes available, a follow-up report will be submitted.

Event description:
It was reported that this patient underwent a mitral valve explant after an implant duration of ten (10) years, four (4) months. The reason for explant remains unknown. The explanted valve was replaced with a 31 mm pericardial bioprosthesis. No additional details provided.